Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the sensor wire was missing. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).